Event description:
The customer reported that the workstation would not boot.

Manufacturer narrative:
The ge service rep found the single board computer bios corrupt. He reset bios, reloaded system setting from back up diskette. System functioning as intended.